Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx biturcated stent graft was inserted for use in a pt for endovascular treatment of a 6.3 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 21 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 190 mm. The pt's arteries were reported to be calcified and very small, but not tortuous. The pt has a history of hypertensiion, chronic obstructive pulmonary disease, and hypercholesterolemia. It was reported that dilators and angioplasty balloons were used to gain access to the aneurysm, and that the delivery catheter was inserted without utilizing a sheath. It was reported that the external iliac arteries were dissected bilaterally, and that the delivery catheter could not be inserted into the aneurysm from either side. The external iliac arteries were repaired with dacron grafts. The case was aborted, and the pt was later converted to open surgical repair of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.